Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag ndc 0338-0049-04, lot number y254839, exp (B)(6), 0.9% sodiun chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV tubing placed on an alaris pump bolused one liter of fluid, when it was set to run at 100 ml/hr." The customer reported that the unspecified fluids infused within 1 hour. There was no patient harm reported.

Manufacturer narrative:
After further review it was determined that the disposable set is not the suspect. The device (8100) is the suspect and requires a new manufacturer report number. Please reference manufacturer report number 2016493-2018-00296 for MDR reporting.

Manufacturer narrative:
(B)(4). The customer¿s report of an over-infusion/unintended bolus was not confirmed. Visual inspection and functional testing found no fault with the returned set and the set functioned as expected. The event pump was not returned for investigation. The root cause of the reported failure was not determined.